Manufacturer narrative:
Section d4, h4: additional information. Manufacturer¿s investigation conclusion a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient expired on (B)(6) 2020 due to unknown causes. The patient's daughter declined to provide any additional information. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired.